Manufacturer narrative:
The customer reported that emg was triggered, indicating that the reported current is not accurate under 2ma and differs from the actual current provided. It is unknown whether the unit was in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that emg was triggered, indicating that the reported current is not accurate under 2ma and differs from the actual current provided. It is unknown whether the unit was in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that emg was triggered, indicating that the reported current is not accurate under 2ma and differs from the actual current provided. It is unknow whether the unit was in patient use at the time. Investigation summary: the dc-200ba, a component of the mee-2000a underwent a design change in 2017 to improve an emc quality measure. The reported issue occurs on the dc-200ba with serial numbers (B)(6) and later to which this design change was applied. Comparing the operation of the dc-200ba before and after this design change, it was confirmed that there was a difference in the output current measurement when the output was open and electrical stimulation was performed at 2ma or less. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative manufacturer references # 300351856-196436 follow up 001.

Event description:
The customer reported that emg was triggered, indicating that the reported current is not accurate under 2ma and differs from the actual current provided. It is unknow whether the unit was in patient use at the time.